Manufacturer narrative:
The device was evaluated and the alleged failure could not be duplicate. Preventive maintenance was performed, and the device returned to the customer.

Event description:
The core universal driver was sent for eval because during a procedure the finger tip of one glove became stained (like a black powder) when they touched the trigger. There was pt involvement. However, there was no procedure delay, no adverse event, and no contamination of the surgical site reported.